Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose (bg) event on (B)(6) 2026. The infusion set cannula was also found bent. The insertion site was abdomen. The infusion set was used for one day. The blood glucose (bg) was high for more than four hours. The blood glucose was 508 mg/dl and was treated with insulin via pump. No further information available.